Event description:
It was reported that during a first supply change, the user disconnected the pump and, while attaching the anchor point to the body, inadvertently pulled the needle out of the cannula, after which support guided a site-only change and the supply change was completed successfully. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem but identified a usage problem related to an improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.